Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. As the alarm occurred in the past, troubleshooting was unable to be performed. The customer reported that after straightening the tubing line, the customer was successfully able to deliver the remaining amount of insulin. The customer's blood glucose was 87 mg/dl.